Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 7 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
It is unknown whether the device will be returned for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a high flow insufflation unit during a therapeutic laparoscopic resection surgery, the tube bent, the alarms sounded, and then the power turned off. The power cord was securely connected and there was no problem with the supply of c02 gas cylinders. Since air was supplied when the unit was restarted, the unit was used to complete the procedure. There was no patient harm associated with the event.